Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-organ failure. It was reported that the patient's outcome was not device related and that the device operated as intended. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multi-organ failure and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.